Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0301 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the lumen on patient's double lumen non-tunneled right ij burst, hole formed when flushed between insertion site and luer lock. No other information was provided.